Event description:
Additional information was reported that the doctor attempted to revise the patient's existing lead, however the final placement did not end up in an optimal position. It no longer coverages the 9/10 disc space and she is not receiving benefit from the therapy since the lead is not in the target area. No further actions have been taken at this time. The rep is not aware of any future plans in regards to the patient, and this is the latest information from the managing physician. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the clinic confirmed the lead has migrated laterally. The clinic questioned if the migration may have happened while she was transferred in the or during her appendectomy, but that has not been proven. The cause of the migrationwas not determined for certain. The patient is scheduled for a leas revision on (B)(6) 2020. They will not now if the issue was resolved till the patient's post op appointment on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 01-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient had return of pain symptoms and new paresthesia was felt in her right abdomen. The patient recently had an appendectomy. The rep attempted to reprogram the left most side of her lead however was unsuccessful in removing unwanted paresthesia from her right abdomen. They also viewed the lead under fluoro and it appeared that the lead had migrated laterally. The patient was sent for a better x-ray imaging to verify suspicion of lead migration. The plan was to follow-up to review x-rays and determined treatment plan. No further complications were reported/anticipated.